Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported "deflation." Later, healthcare professional reported "hole on valve side" and "valve delaminated from shell". Record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation, valve leak and/or damage and delamination: observed, one opening assessed as cracked valve seat diaphragm valve and total delamination of valve assessed as adhesive failure. As per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Later, healthcare professional reported "hole on valve side" and "valve delaminated from shell". Device has been explanted and replaced.